Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Unit received with cracked case at the display window corners, display window, reservoir tube lip, reservoir tube window corners and battery tube threads. Unit received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 66 mg/dl at the time of the incident. The customer was at 65 m/dl at the time of admission, and 107 mg/dl at the time of the call. The customer did not want to eat due to going high, and there were significant changes made to their settings prior to going high and low. The customer was given glucagon shots to treat the low. The customer experienced symptoms such as inability to stand. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The customer is uncomfortable using the current pump as the settings may be affecting their blood glucose. The customer reported that the pump's piston was not moving and the pump was not delivering insulin. The insulin pump will be returned for analysis.